Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has an infection at the ipg site. The patient underwent surgical intervention on (B)(6) 2018 where the scs system was explanted. A culture was taken however the result is unknown. The patient was prescribed oral antibiotics and vancomycin powder was applied to the ipg pocket site. It is unknown if the infection has resolved.